Manufacturer narrative:
The catheter was returned to the manufacturer for analysis. Analysis found that there were no identified issues associated with the catheter. There was no fault found.

Manufacturer narrative:
The suspect catheter has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, following a laser induced thermal therapy (litt) procedure, the edge of the catheter used was charred. The representative reported that no components remained in the patient and that there was no evidence of a saline leak. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.